Event description:
Medtronic received information that a concerto coil was jammed in the sheath. No other information was received.

Manufacturer narrative:
Product analysis: as found condition: the concerto coil was returned for analysis within a shipping box; within an opened concerto outer carton and within an introducer sheath. Visual inspection/damage location details: the introducer sheath was found correctly assembled on the pusher with the wavelock at the proximal end. No damages or irregularities were found with the introducer sheath; however, a large amount of blood was found within the introducer sheath and on the concerto implant coil. The concerto implant coil was found to be damaged, stretched and broken from the concerto pusher within the introducer sheath. The pusher was not returned for analysis. The introducer sheath was cut to extract the implant coil. Testing/analysis: the concerto implant coil tip od (outer diameter) was measured and found to be 0.0124¿ which is within specification (specification: 0.0122¿ +.0010/-.0025). The introducer sheath ID (inner diameter) was measured and found to be 0.0195¿ (0.4953mm) which is within specification (specification: 0.47mm +0.05mm/ -0.00mm). No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was confirmed as the damages found is consistent with resistance. The implant coil was found stretched/damaged/broken within the introducer sheath. It is possible the implant coil became damaged during hydration, when retracting the implant coil following hydration or due to improper hubbing technique (over tightening of the rhv/sheath not fully seated within the hub) subsequently causing the implant coil to become stuck. Advancing/retracting the coil against resistance would result in damage/break to the implant. It is likely the large amount of blood contributed towards the resistance. It is likely continuous flush was not used during the procedure, causing the blood to backflow up the micro catheter and into the introducer sheath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.